Manufacturer narrative:
The insulin pump was received with blank display and constant audio alarm tone. The pump was unable to perform self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime, off no power test and excessive no delivery test due to blank display. The pump was unable to verify unexpected restart alarm due to blank display. Upon visual inspection, moisture damage was noted on the motor. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and scratched reservoir tube window.

Event description:
The customer reported via phone call of a blank display, unexpected restart and moisture damage from the insulin pump. The customer's blood glucose level was unknown. The customer stated that he woke up to a squealing sound. The customer took the battery out and received an unexpected restart alarm. The customer stated that the pump fell into the toilet a couple of weeks ago. The customer stated that there is condensation under the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.